Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and lead fracture was suspected. The patient was a twiddler. The rv lead was inactivated and replaced with a leadless pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.